Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, an unknown surgical procedure was performed. Ria 2 shaft broke in tibia of the patient. Resident was using ria 2 and must have been putting too much force on it and it snapped. Removed broken ria 2 shaft with reaming rod. The procedure was completed successfully without surgical delay. There was no patient consequence reported. This complain involves one(1) device drive shaft for ria 2 520mm. This is report 1 of 1 for complaint (B)(4).